Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this pacemaker exhibited infection with sepsis. There were no additional adverse patient effects reported. As of this time, this device remains in service.

Event description:
It was reported that this patient with pacemaker was in pacemaker mediated tachycardia (pmt) which appeared to be atrial or sinus driven and did not change with pacemaker mediated tachycardia (pmt) algorithm. The emergency room physician states patient was in the emergency room with sepsis which could explain the sinus rate at 120 beats per minute (bpm). As of this time, the device remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. This report is being filed to correct the b5: describe event or problem and h6: device codes.